Event description:
Boston scientific received information that this atrial lead became dislodged. The dislodgement was suspected to be a result of twiddler's syndrome. A revision procedure was performed and the decision was made to remove and replace the atrial lead. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the helix was fully extended with tissue entwined within the helix. In addition, dried blood was noted in the helix housing and between the distal ring electrode. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.